Event description:
The issue occurred during preparation before use for the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, updates to fields d8, d10, and h4, as well as corrections to fields b5, g2, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed, however, a no image event was found. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by an abnormality that occurred in the image display due to a faulty video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera video system center displayed a flickering image. The issue occurred during a diagnostic urological examination procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.